Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 3mmx18mm, de novo target lesion with a significant bend of > 45 and < 90 degrees was located in the severely calcified left circumflex artery. A 3.00 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent itself was fractured from the balloon. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.